Event description:
The manufacturer received a voluntary medwatch (mw5106252) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged inflammation on lungs and on oxygen 24/7,any kind of effort to do anything, patient get out of breath. The patient also alleged phlegm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5106252) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged inflamation on lungs and on oxygen 24/7,any kind of effort to do anything, patient get out of breath. The patient also alleged phlegm. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no erros logged.the device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event, which should have been filed as product problem only.